Event description:
Patient transferred with known emergent large vessel occlusion (elvo) from outside of hospital. Patient presented to MRI for hyperacute MRI, rapid intubated. Patient required MRI compatible pump, which was malfunctioning for a half hour, delaying the MRI and patient's care.